Event description:
Home patient (hp) contacted baxter's technical servie center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 4/4 of their automated peritoneal dialysis (apd) therapy. Hp was connected at the time of the alarm and didn't disconnect at any point during therapy. Nothing unusual was noted with any of hp's supplies. Hp does utilize a patient line extension during therapy, which hp is not connecting to the patient line of the homechoice set until after the prime cycle has been completed. Hp does always have 1 extra supply line during therapy, but hp is sure to always close the clamp. Hp does use the blue outlet port clamp while setting up supplies. After the alarm, hp completed therapy manually. Per hp, no patient injury or medical intervention was associated with this incident.